Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (550 mg/dl); cause unknown. Bg was addressed with a correction bolus, manual injection, and supplies change. System check with tandem technical support indicated that pump was operating as expected.